Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after a failed crossing attempt, the stent delivery system (sds) was removed from the pt and additional predilatation was performed. It was then noticed that after the removal from the pt, the stent had dislodged and remained on the table. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood and contrast visible on the balloon. The stent implant was dislodged and not returned. There were stent implant crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There were two bends in the hypotube 4.5 cm and 28.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including, but no limited to, pt anatomical morphology, pt disease state, predilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. The pt anatomy was not described in the case details, which may have aided the investigation. Analysis of the returned device found that the stent implant was dislodged and not returned; however, there were crimp marks visible on the tightly folded balloon between the markers, which suggests that the stent implant had been crimped in the correct position during manufacturing. There was no damage noted to the tip or balloon of the sds, which could have contributed to the difficulties advancing or stent dislodgement, and the tip seal length met manufacturing criteria. It is possible that during the difficulties advancing or removal of the sds from the pt anatomy, an interaction between the stent implant and another device or lesion may have loosened it on the balloon, such that when the sds was handled outside of the pt anatomy, the stent implant dislodged. Without the stent implant returned for analysis, a definite root cause for the failure to cross or stent dislodgement cannot be determined. There were two bends noted in the hypotube of the returned sds. This damage was not reported in the incident info, and may have occurred during or after the procedure, as the device was packaged and returned to abbott vascular for analysis. It does not appear that the bends are related to the difficulties experienced during the procedure. A review of the device manufacturing records did not reveal any non-conforming material reports associated with the product lot. This MDR is considered closed by the product performance group.